Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (this report is being made due to the hyperglycemic event the patient experienced that resulted from the issues with storage/quality of insulin that was used).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 30 mmol/l with nausea, vomiting and abdominal pain. The patient did not receive treatment above and beyond the usual routine care of diabetes management. The pump was reviewed and all settings were correct. The patient had issues with storage or quality of insulin. This report is being made due to the hyperglycemic event the patient experienced that resulted from the issues with storage/quality of insulin that was used.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the last basal delivery and the last bolus were delivered on (B)(4) 2014. The black box show a eaw-150 auto timeout pump->suspended alarm on (B)(4) 2014 22:21; deliveries were never resumed. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.